Manufacturer narrative:
H.6 investigation summary this complaint is for mis-identification of acinetobacter baumanii as moraxella cathattalis when using phoenix panel nid ((B)(4)) batch number 2110791. The customer did not provide isolate returns, lab reports or panel returns for the investigation. To investigate, four (4) retention samples of the complaint batch were inoculated with qc isolate acinetobacter baumanii 15748 and evaluated in a phoenix m50 for identification results. All four (4) panels identified the isolates as a. Baumanii or a. Baumanii/calcoaceticus complex, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10

Event description:
It was reported that bd phoenix¿ nid misidentified acinetobacter baumanii as moraxella cathattalis. The following information was provided by the initial reporter: acinetobacter baumanii was identified as moraxella cathattalis no impact on the patient

Event description:
It was reported that bd phoenix¿ nid misidentified acinetobacter baumanii as moraxella cathattalis. The following information was provided by the initial reporter: acinetobacter baumanii was identified as moraxella cathattalis. No impact on the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.